Manufacturer narrative:
Device passed the displacement. Device received with stripped battery cap(p) coin slot.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damage. The customer's blood glucose was 8.7 mg/dl. The battery cap was can not be opened. There was physical damage to the insulin pump's reservoir lip ring. The troubleshooting was performed for damage. The customer was advised to discontinue use of the insulin pump, revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.